Event description:
"Not able to aspirate from proximal port after placement. Initial cath - pt came back with infection. Catheter was removed. Later, inserted another catheter. Same problem with aspiration, same problem with infection. Pt came back for removal. Initial problem was noted in o.r. Immediately after placement."